Manufacturer narrative:
(B)(4). Batch r40d3c. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, after fired, noted the staples malformed. Another device was used to complete the surgery. There were no adverse consequences to the patient.